Event description:
The surgeon felt friction when the 1st coil: orbit mini complex fill 3x6 (637mf0306/15816472) was advanced through the body/shaft after insertion into hub. The surgeon removed the coil and sl-10 stryker microcatheter (details unknown) and found that it had partly stretched. Changed to another coil to complete. No adverse event occurred. The surgeon used an envoy 6f gc (details unknown). An adequate continuous flush was maintained through the microcatheter. The same microcatheter was used to complete the procedure. There was resistance between the guidewire and the microcatheter when accessing the target site. There was no resistance when the coil was withdrawn. The patient had l-pcom.

Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: sl-10 mc from stryker (details unknown); envoy 6f gc (details unknown); new coil (details unknown).

Manufacturer narrative:
During coil embolization of the left posterior communicating aneurysm, the surgeon felt friction when the 1st coil, an orbit mini complex fill 3x6 (637mf0306/15816472) was advanced through the body/shaft of a non-codman microcatheter. The surgeon removed the coil and microcatheter and found that the coil had partly stretched. He changed to another coil to complete the procedure. No patient adverse event occurred. The surgeon used an envoy 6f gc (details unknown). An adequate continuous flush was maintained through the microcatheter. The same microcatheter was used to complete the procedure. There was resistance between the guidewire and the microcatheter when accessing the target site. There was no resistance when the coil was withdrawn. A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and it was without damage. The introducer was received partial-zipped and it was found without damage. The support coil was received partial outside the introducer and partial inside the introducer without damage. The gripper was received outside the introducer, and it was found without damage. The embolic coil was received outside introducer and was found to be stretched. The introducer, support coil, gripper and embolic coil were inspected under microscope; the introducer, support coil, gripper were found without any damage while the embolic coil was found stretched. The outside diameter from the delivery tube was measured and was found within specification. The functional test was performed. After that prowler select lp (lab sample) microcatheter was flushed out using a lab sample syringe (nipro) the water came out from the distal end of the device. Then the orbit mini complex was introduced into the microcatheter and it advance smoothly until the microcatheter¿s distal tip and friction was felt when the orbit mini complex was pass through the microcatheter due to embolic coil stretched condition. However the orbit mini complex passed through the entire microcatheter. The review of lot 15816472 found one (1) defect of coil stretched and it could be related to the failure reported by the customer, however; inspections are in place that prevent these kinds of damages from leaving the facility. All defects were reviewed against fmea 637ef003 rev 15, and no issues were noted that were considered potentially related to the reported complaint. The friction reported by the costumer was confirmed during functional analysis due to the confirmed embolic coil stretched condition. The root cause of the coil stretching could not be determined; however, applying excessive force on the coil during the attempt to advance the device through the microcatheter may have contributed to the complaint. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process, therefore, no corrective action will be taken at this time.